Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure. According to the complainant, the rapid exchange biliary stent system was advanced to the target lesion. When the guide catheter was retracted to release the stent, resistance was felt. Upon continuing to retract, the guide catheter became separated. The stent was able to be placed in the target lesion, and the procedure was successfully completed with this rapid exchange biliary stent system. No fragments of the broken guide catheter fell in the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Patient age, sex and weight are unknown. The procedure / implant date is unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure. According to the complainant, the rapid exchange biliary stent system was advanced to the target lesion. When the guide catheter was retracted to release the stent, resistance was felt. Upon continuing to retract, the guide catheter became separated. The stent was able to be placed in the target lesion, and the procedure was successfully completed with this rapid exchange biliary stent system. No fragments of the broken guide catheter fell in the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was torn/split at the proximal end where the cannula/pullwire is attached. No damage was observed on the push catheter. The pullwire/cannula was removed via the ramp window and the pullwire was noted kinked. No damage was observed on the welded cannula joint. A functional evaluation could not be performed due to the damages observed on the device. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is undeterminable. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.